Event description:
During routine testing of the device at the service center, the service tech reported that the center keypad was faded. Since the event occurred during routine testing, there was no pt involvement during this event.